Event description:
The product was taken out of the package and opened onto the sterile field. The surgeon proceeded to use the product and noticed that the suture was not attached to the anchor. Another product was then opened to the sterile field. There was no harm to the patient.====================== manufacturer response for transvaginal anchor system, precision speedtac (per site reporter).====================== or charge nurse notified sales rep - not aware of response.